Manufacturer narrative:
These incidents occured over several months and were communicated to the sales representative during a routine call. The specific details of each event have not been made available by the facility. The devices were discarded and not returned for evaluation. Malfunction of the ia tip cannot be confirmed. This is report number 4 of 5.

Event description:
The facility reported that there have been several reports of broken capsules using mst I/a tips. All of the cases required vitrectomies. This is four of five reports.